Manufacturer narrative:
Returned device was evaluated with no problem found leakage current measured 10.58ua which is within specification. The device was run overnight and unit performed acceptably.

Event description:
Patient complained of skin burn from what complainant described as coming "from leakage current" during treatment with knee exerciser. No further patient information available.